Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 5mm emergency screw was loosen after implanted on (B)(6) 2013. On (B)(6) 2014 the patient required a second operation to remove the whole construct, which includes 04.503.384 (matrix midface l-plate)x1, 04.503.204.01c (matrix midface screw)x1, 04.503.206.01c (midface screw)x1, and 04.511.204.01c(matrix orthognathic screw) x1 and 04.511.235.01c (matrix orthognathic emergency screw)x1. The fixation was for patient's maxillar after four piece lefort I surgery. The revision was operated at clinic under la on (B)(6) 2014. New plates and screws were implanted. No adverse effect so far. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was used for treatment, not diagnosis. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.